Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8fr angio-seal evolution device was returned for product evaluation. The evolution body was returned mated with the sheath along with the header bag. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in rear lock position with the color bands fully exposed. The button was felt stiff upon receipt. There was a kink observed on the proximal portion of the sheath and it was bent in a 90-degree angle. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly had advanced into the distal position along with the rack. The gearbox assembly was then removed from the lower handle. Microscopic visualization showed that either the stake or the suture was present around the spool. A small particle from the stake can be seen in the rack under the microscope. A small piece of stake was found within the device which is about 1 mm in length. Based on the returned device, the complaint could be confirmed for suture detachment as the suture was not found tethered and the suture stake was shorter in length and came out from the rack. A non-conformance report (nc) was initiated to address this issue. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9.

Manufacturer narrative:
Implanted date: device was not explanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the plastic did not deploy from the angio-seal device and the tip cracked. The procedure being performed was a neurovascular procedure. Additional information was received on 08apr2021. The estimated blood loss was less than 250cc.